Event description:
It was reported that cgm displayed error 42 during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed that cgm error did not reappear after reset, and successfully started new sensor session.